Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6) implanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 26-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were 40000 impedance value on one contact on one of the leads on the day of implant contact is not being used and a note is made in the patients chart with a picture of this unusable contact. Further testing with a wens was done. Issue remains ongoing. No symptoms were reported.